Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported after the patient's permanent procedure (in recovery) the patient experienced new lower right extremity pain. It was also reported the patient's foot became cold and began to turn blue. Subsequently, exploratory surgical intervention was undertaken to determine possible stent placement as the patient has a history of cardiac issues. Follow-up identified the patient had a graft from his arm placed in his leg and is now doing well and is also receiving effective stimulation.